Manufacturer narrative:
A ge service representative performed an on site investigation. The left live monitor was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system live screen was blinking in and out and had poor contrast during fluoro. No patient injury was reported.